Manufacturer narrative:
The investigation is ongoing. The valve remains implanted.

Event description:
As reported by implant patient registry the patient's relative called to notify that the patient expired post implant of a 26 mm sapien 3 ultra valve in the aortic position due to unknown reasons. Although the caller did not provide a date of death, or direct cause, it was stated that the valve was leaking.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The device was not returned for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for regurgitation was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. Despite multiple investigational attempts it was not possible to obtain additional details, as the facility declined to provide information or medical records for this event. Due to limited information, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU or training deficiencies were identified during evaluation, neither a product risk assessment escalation, nor corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.